Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient went to the rehabilitation facility post operation and did not return to the physician until an infection occurred. No adverse patient effects were reported. The rv lead was explanted.